Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s dyspnea which resulted in a change in the pd prescription. However, currently there is no objective evidence that a liberty select cycler malfunction or product deficiency caused or contributed to a serious injury. The exact cause of the patient¿s dyspnea cannot be determined. However, the patient was reportedly scheduled to have his pd catheter (not a fresenius product) evaluated for correct placement. If the patient¿s pd catheter is not functioning properly this could cause draining issues during pd treatment which could lead to dyspnea. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient was hospitalized due to ongoing breathing issues on (B)(6) 2019. The etiology of the breathing issues was unknown. Upon follow up, the pdrn stated the patient was seen in the emergency room (ER) on (B)(6) 2019 for shortness of breath (dyspnea). Per the pdrn, a computed tomography (CT) scan of the abdomen was performed as initially it was suspected the patient had a pleuroperitoneal leak. However, the CT scan ruled out pleuroperitoneal leak. The pdrn stated the patient was not treated in the ER nor admitted, and was sent home the same day. The pdrn also reported the patient¿s peritoneal dialysis (pd) catheter (not a fresenius product) will be evaluated soon to determine if the catheter is placed correctly. The patient¿s fill volume was changed from 2300 ml to 1800 ml to see if the reduced volume helped the patient¿s breathing in the meantime. It was stated the patient has since resumed pd treatment with the same liberty select cycler without further reported issues. The pdrn indicated there were no suspected cycler product issues or malfunctions associated with this event.

Manufacturer narrative:
Correction: company representative removed.